Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been four another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during an intraocular lens(iol) implant procedure, found slivers on the lens from cartridge and polished them off. Additional information has been requested.